Manufacturer narrative:
Concomitant products: product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-45, serial # (B)(6), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(6), product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported that she was experiencing a sudden increase in pain in the spine area. The patient had been referred to a neurosurgeon since the patient was having the back pain. The caller reported it was unknown why there was back pain. X-ray imaging was taken of the implantable neurostimulator (ins)/spine area to determine if the ins wire was loose. The patient was also having increased arthritis and hand swollen, which was not related to device therapy. The last time the patient had fallen was in (B)(6) 2014. She used to fall frequently. Additional information received from the consumer reported that the patient had seen a healthcare professional for pain management. The patient had x-rays taken, that healthcare professional wanted the ¿old surgeon [wanted] referral and updated CT scan.¿ the patient started having more pain, the implantable neurostimulator (ins) was not ¿working right.¿ the patient did not know what happened regarding the circumstances that led to the increased pain. His pain level shot up from 8 to 10, and his heart rate and blood pressure ¿shot up.¿ steps taken to resolve the increased pain included an increase in pain medicine, but it still hurt. The patient was trying to see a new surgeon. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information is received, the file will be updated. The patient¿s indications for use included non-malignant pain and failed back surgery syndrome.